Event description:
It was reported that the patient developed a hole in the urethra from the pressure of the artificial urinary sphincter (aus) cuff around the structure. A surgical procedure was performed in which the existing device was removed. The patient had the measuring tool left inside to prevent scarring and aid in placing a new device once the urethra heals. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of erosion and atrophy are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed a hole in the urethra from the pressure of the artificial urinary sphincter (aus) cuff around the structure. The aus pressure was not too high. It was suspected that the symptom was due to the device being implanted for a long time on a patient that had a combination of diabetes and urethral atrophy. A surgical procedure was performed in which the existing device was removed. The patient had the measuring tool left inside to prevent scarring and aid in placing a new device once the urethra heals. There were no further patient complications.